Event description:
This complaint is now reportable based on the analysis completed on 03/07/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to implant a taxus liberte' 2.75x20mm in the diagonal artery. However, the stent delivery system was unable to cross the lesion and no patient injuries or complications were reported. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Visual and microscopic examination of the returned stent revealed severe stent damage. The stent struts were severely misaligned and twisted on one end of the stent. The stent was returned separate from the device. Visual examination of the hypotube found several severe kinks along the entire length of the hypotube. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure the manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.